Event description:
It was reported that the patient passed away due to a hemorrhagic stroke. The patient presented with aphasia, weakness in the right lower extremity, and a flaccid right upper extremity. The patient was taken for an emergency left craniotomy for hematoma evacuation. A computed tomography scan revealed continued hematoma. The family made the decision to not pursue further treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.